Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported misaligned markers. It may be possible that the distal sheath was twisted, angled or bent while in the anatomy, such that the markers appeared to be misaligned under fluoroscopy; however, this could not be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the external left iliac artery. The absolute pro vascular stent was deployed, but after deployment and under fluoroscopy, it was observed that the stent missed the target lesion by 5 mm. The distal markers of the stent did not match up with the distal markers of the stent delivery system. A 9x19 omnilink was deployed at the target lesion to completely cover the lesion and complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.